Event description:
During the review of the programming history, it was observed that upon initial interrogation on (B)(6) 2010 the generator was programmed to unintended settings as a result of a faulted systems diagnostic test on the previous visit on (B)(6) 2010. A final interrogation was not performed on (B)(6) 2010 as recommended in the manufacturer labeling to ensure the patient leaves at intended settings. No patient adverse events have been reported. The settings were corrected on (B)(6) 2010.

Manufacturer narrative:
Analysis of programming history.